Manufacturer narrative:
A follow up report will be submitted once the investigation is complete..

Event description:
It was reported to philips that the customer has a question about power drain from the batteries. There was no reported patient involvement.